Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated event due to myopotential noise oversensing. Technical services reviewed the case and recommended in-clinic evaluations and then consider if reprogramming the device to another vector configuration is more adequate for the patient. This s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient with this s-ICD later received an inappropriate shock. Review of the episode noted t-wave oversensing as well as myopotential noise contributing to the shock. Boston scientific technical services provided troubleshooting options. The s-ICD remains in service and no adverse patient effects were reported.